Manufacturer narrative:
(B)(4). The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Functional testing and a manual drop test was performed and the tests failed, confirming the reported event of no audio output. The root cause was determined to be a defective speaker.

Event description:
Patient contacted dexcom technical support on (B)(6) 2015 to claim no audio output on (B)(6)2015. At the time of the call, dexcom technical support advised patient to test the alert functionality, patient reported the receiver vibrated but did not make a audible tone. At the time of contact no medical intervention or injuries were reported.

Manufacturer narrative:
(B)(4).